Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of over 400 mg/dl on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.